Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for chronic low back pain and spinal pain reported in the last year they had lost a lot of weight and the implantable neurostimulator (ins) was moving around in the pocket. It was further reported sometimes it took longer to charge because the ins moved and the consumer had a hard time finding the ins and getting coupling. No steps had been taken to resolve this.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.